Event description:
Arm vein thrombosis.

Manufacturer narrative:
The complaint concerns 1 unit of an unknown access port kit reference from an unknown batch. Device history record: as the batch number is unknown, no batch record review can be performed. Summary of investigations: no device was returned preventing a thorough investigation. No pictures/videos/x-ray pictures of the complaint sample/observed defect were transmitted. Analysis of information received: the event occurred 15 days of implantation. This event has been resolved without the removal of the access port. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause: without the complaint sample / the x-ray pictures for investigation and the batch number / kit reference, no thorough investigation is possible, and we cannot conclude on the real cause of the incident. However, it is worth noting that this event has been resolved without any action on the device or without access port removal. It allows us to affirm that this event is not due to a failure of the device itself. This is reinforced by the fact that vein thrombosis is a known complication of the access port implantation, considered in the IFU. Several factors could be at the origin of thrombosis: trauma to the vein, catheter tip placed too high in the svc, patient hyper-coagulability, vein diameter too small compared to the catheter diameter (child, teenager...) Patient treatment. Conclusion no thorough investigation can be performed without the concerned sample/conclusive picture-video/x-ray picture, preventing the determination of the root cause of the met defect. Also, no kit reference and no batch number have been identified. Vein thrombosis is a known complication of the access port implantation, considered in the IFU and which is not due to a failure of the device itself. This is a very rare incident (B)(4). No corrective action is envisaged.